Manufacturer narrative:
E1 - initial reporter phone: ext (B)(6). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) sensor bubble-torn loose. Discovered during testing. No patient involvement was reported.

Manufacturer narrative:
One device was returned for repair with complaint of damaged downstream occlusion (dso) seal. This device has not been serviced in the past. No relevant information in event logs. Dso seal degradation was verified by visual inspection. The cause is the dso seal. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair.